Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the motor mounting plates on both walking beams are broken at a weld.